Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager not open due to component isse. Field service engineer replaced both controller and cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system remote manage will not open and need maintenance. The customer reported that user was able to obtain the medication from alternative station. However, there were no delays in patient care. There were no adverse events or injuries reported based on this incident.